Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product was found with a foreign body (hair) in the packaging. No impact on the surgery. No additional information is available at this time.

Manufacturer narrative:
Upon reassessment it was determined that this event is not reportable. Please void the previous report.

Event description:
Upon reassessment it was determined that this event is not reportable. Please void the previous report.